Manufacturer narrative:
Unit was received with intermittent up button response due to corroded up keypad trace. Pump function properly during rewind and basic occlusion,occlusion, prime, the excessive no delivery and displacement test. No ramping number on their own or scroll bar moving anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 120 mg/dl. The customer also reported blood glucose around 40 mg/dl and 50 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.